Event description:
Simplex bone cement hardened prematurely and the stem could not be placed to the planned position.

Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Product inspection on the retained products: visual inspection was performed while mixing the cement product. Visual inspection indicated, "no unusual characteristics were observed. Samples appeared to have a homogenous appearance." Refer to attached laboratory results. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate twin-packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot. . Conclusions: visual inspection was performed while mixing the cement product. Visual inspection indicated, "no unusual characteristics were observed. Samples appeared to have a homogenous appearance." Refer to attached laboratory results. The IFU packaged with the device at the time of manufacture indicates the following relevant instructions for storage and handling: "store in dark at temperature below 25°c," the IFU also states instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement¿s mixing and handling characteristics for the particular operating room temperature. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Simplex bone cement hardened prematurely and the stem could not be placed to the planned position.